Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap secured properly to the pump, and a power loss was not observed. During testing, the pump was exercised for 24 hours with no duplicated power issues or related errors, alarms, or warnings. The pump case was removed and no loose components were observed. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, evidence of moisture ingress was found in the battery compartment and on the underside of the battery cap. The bolus button cover was misaligned, and the white slug of the same button was missing. A leak test was performed and failed due to a bolus button leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.